Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly and charge/ battery lasts less than expected anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power without a low battery warning and blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated the battery was not previously used. Customer reported that the insulin pump was not dropped. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power without a low battery warning. Customer stated that insulin pump was not coming on it died this morning. Customer stated the display returned. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.